Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl reconstruction with a meniscal repair surgery t2 anchor was not deployed, t1 was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.